Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Device requested, not yet received.

Event description:
During a procedure, the liner would not seat in the cup. Another liner was used to complete the procedure without significant delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of mhr revealed one non-conformance due to machine marks, non-conforming product was scrapped. Visual examination, of the complaint sample, identified deformation present around the scallop area and minor scratches in the articular surface and on the rim of the liner. The scratches and deformed marks are likely from attempts to seat the liner inside the shell. The complaint related dimensions for the liner were measured and the results showed acceptable to print specification. Review of the mhrs included on the complaint did not reveal any indications that any of the parts might have been out of tolerance when they left zimmer biomet control. This device is used for treatment. The following components were reviewed for compatibility with no issues noted: pn 010000847 ln 3475992, pn 010000661 ln 3648907. Review of complaint history by item number found no trends, due to the time frame of the reported events for this reported issue and for this part in general. Review of complaint history by item and lot revealed that this was the only complaint for this part and lot combination. No medical records received. Root cause could not be determined with information available.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4) examination of returned device found no evidence of product non-conformance. Visual examination identified deformation present around the scallop area and minor scratches in the articular surface and on the rim of the liner; these markings are consistent with attempts to seat the liner in the shell. A conclusive root cause of the event could not be determined. (B)(4).